Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient outcome could not conclusively be determined through this evaluation. Additionally, the reported low flow alarms was unable to be confirmed as no log files were submitted for review. (B)(6) was returned with the driveline severed approximately 2¿ from the pump housing. A distal portion of driveline measuring approximately 37¿ from the metal connector. The inlet elbow and flex section were returned attached to the inlet port; however, the flex section was severed midway and the inlet extension was not returned. The sealed outflow graft was returned attached to the outlet elbow. The outflow graft was severed adjacent to the graft attachment hardware. The outflow graft bend relief was not returned. The outlet elbow was returned attached to the outlet port. Upon disassembly of (B)(6), visual inspection of the blood-contacting surfaces within the pump revealed no evidence of depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearing, rotor and blood contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Electrical continuity testing of the returned portion of the driveline did not reveal and discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on 27dec2018. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, listed bleeding, stroke and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation therapy, including inr values, as well as the suggested anticoagulation modifications. The section contains entitled ¿pump performance monitoring¿ under patient care and management which explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 4.4 ¿clinical screen¿, contains sections on pump flow, pump speed, pulsatility index, and pump power. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The patient handbook contains a section on ¿alarms and troubleshooting¿ which provides information on all system alarms, including low flow hazard alarms, and the actions associated to resolve the alarms. A section on ¿handling emergencies¿ is also provided. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that the patient developed the intracranial bleed in the cerebellum on (B)(6) 2021. The patient was on heparin at the time of the event, and the cerebral hemorrhage was thought to be caused by the anticoagulation therapy.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient died of cerebral hemorrhage. There were also frequent low flow alarms. The doctor's opinion confirmed that the event was probably device related.